Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the customer provided image found the shaft was broken between the 60 and 70 marking on the shaft. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the drill flexible endoscopy was broken. Incident occurred while setting-up to a knee acl. A back-up device was available and no delays occurred. No further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the drill flexible endoscopy was broke. Incident occurred while setting-up to the procedure. A back-up device was available and no delays occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.